Event description:
The pt received an elective replacement indicator alarm from his pump on (B)(6) 2010. There was no change in flow rate or programming. The pt was placed on oral baclofen. He was not experiencing any symptoms. The medications being delivered via the device system were 200 mcg/ml clonidine with a daily dose of 101.09 mcg/day and 1000 mcg/ml baclofen with a daily dose of 505.5 mcg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).